Event description:
It was reported that the user experienced a low blood glucose of 65 mg/dl while using the ilet and contacted support for guidance; she had taken one glucose tablet without improvement after 10 minutes, was advised to take an additional tablet, to delay a meal announcement until glucose returned to range, and later reported stabilization with a subsequent meal announcement when glucose reached 140 mg/dl and a later reading of 204 mg/dl. Symptoms included hypoglycemia. Outcomes included transient hypoglycemia that resolved with oral carbohydrate and user education, with no hospitalization. Investigation included a troubleshooting call that reviewed treatment of hypoglycemia and meal announcement timing, with follow-up to confirm stabilization. Investigation of this case revealed no device alarms other than the low glucose alert and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear, consistent with user-managed hypoglycemia without evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.